Event description:
New information noted that the lead was replaced on (B)(6) 2019. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow up. Upon interrogation, the right atrial lead had no capture. Due to no capture and increased ventricular pacing, the device was reprogrammed. Lead revision was discussed. The asymptomatic patient was stable.